Event description:
Complainant alleged that while attempting to defibrillate a male pt (age unk). The device failed to discharge with two different set of one step electrodes. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.